Manufacturer narrative:
A field service engineer (fse) was dispatched and performed service on the instrument and observed a leak coming from the drain line that connects from the bulkhead wall to the hydro drain canister. The fse stated that the hose was deteriorating. The fse replaced the line and primed the instrument with no leaks observed.

Event description:
A customer contacted beckman coulter inc. (Bci) stating that a yellow fluid was leaking on the cx4 side of the synchron cx9 alx clinical system. Customer was unable to identify where the leak was coming from. No injury or operator exposure was reported.